Manufacturer narrative:
Further investigation did not determine a specific root cause. It was noted if microcups are used, then microcups must be selected in the software. Only if this is performed, is the dead volume for the microcup valid. This is also necessary to prevent idle aspiration, especially for very small sample volumes such as with pediatric samples.

Manufacturer narrative:
Na.

Event description:
The customer received a questionable bilirubin total gen.3 result for one sample from a newborn patient. The original result was 1.1 mg/dl and was reported outside the laboratory. The result was immediately questioned and repeated due to the color of the specimen and the fact the baby was jaundiced. The repeat result was 18.6 mg/dl. The original result was amended and no harm came to the patient. The reagent lot number was 11667501 with an expiration date of 06/30/2017. Information was provided that the sample was run in a microcup directly on the rack, but the sample cup was not designated as a microcup in the analyzer software. The field service representative found there were low flow volumes on the probes. He replaced valve assemblies and seals, adjusted the gear pump pressure, and checked the rinse levels. He initialized the system with no errors and verified the flow volumes. The customer ran calibration and qc with no issues.